Event description:
The physician used a 15mm x 3cm z-med ii balloon catheter to expand a palmaz 308 stent using an inflation device with a pressure gauge. The balloon ruptured circumferentially at 6.4 atm. The distal portion of the balloon detached from the catheter but was still over the wire. Another dr withdrew the balloon catheter, guidewire, and detached balloon segment. The catheter was not saved, and is not available for eval.